Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient, it was reported that the patient was implanted with one charite at l5-s1. Information reports that patient continues to have pain post implant.

Manufacturer narrative:
The device is not available for evaluation and the catalog and lot numbers are unk. Information is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time.